Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using fiasp brand insulin, tandem technical support educated the customer this is considered off label insulin use. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions recurred and ultimately a replacement pump was sent to the customer.